Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the surgeon did not follow the level of liquid in the irrigation line and it was empty. The machine meanwhile worked without fixing and notifying that the solution in the irrigation line had ended. According to the surgeon, this caused "suction of half of the eye". The operation was carried out with gravitational method of irrigation supply. Additional information has been requested.

Manufacturer narrative:
The (B)(6)year old female was scheduled for surgery. During cataract phacoemulsification phase of the case, an unplanned event occurred, which resulted in the patient being hospitalized. The customer describes that ¿water ended up in the system. The aspiration was ¿kept but the vacuum was listed at 400.¿ the posterior capsule ruptured and the nucleus fell into the posterior chamber. Vitreous had leaked into the anterior chamber, requiring additional surgical intervention. The customer mentions that the ¿sclera and cornea became deformed¿ in their appearance during these interventions. The intraocular pressure (iop) was noted to have ¿decreased and the walls appeared to be deflated or atonic¿. The company representative spoke to the customer for troubleshooting. It was acknowledged that the parameters and settings were abnormal, as the alarm had been switched off (during intraocular pressure (iop decreasing in irrigation line). The company representative confirmed that the system was performing appropriately. It was the surgeon who did not pay attention to the balanced salt solution (bss) level. Additionally, though; the notifications were turned off. Therefore, the surgeon was not properly informed that an event was occurring. The system operator¿s manual contains instructions for proper prime and setup. The system graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The systems operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. The posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. It was confirmed that the system settings were abnormal and the alarm was switched to the ¿off position¿, which would have notified that the intraocular pressure (iop) was decreasing in the irrigation line. However, why the alarm was turned off remains inconclusive. The company representative confirmed that the system was working properly. There was no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The alarm was determined to be turned off. However, who turned off the alarm and why remains unknown. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received via a returned questionnaire from the surgeon. It was noted that "water ended in irrigation system with kept aspiration (vacuum 400). At this moment, posterior capsule was damaged and vitreous body entered to anterior chamber. Part of the lens nucleus had gone to posterior capsule and appeared in vitreal cavity. At the moment of damaged, sclera and cornea became deformed in appearance, wall became atonic, iop (intraocular pressure) decreased to critical values. The patient was hospitalized as a result of the event.